Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. (B)(6) a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that health sight viewer (hsv) was showing a delay in the extract transform load (etl) process. A technical support specialist applied the knowledge article titled¿ etl slowness/stalling - rerunflag on imitemdeliveryexternalpickitem¿ to resolve the issue. The etl was restarted, and the outcome was monitored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server etl process delayed. The customer reported that multiple sites were impacted and there was a delay in patient care. There were no adverse events or injuries reported based on this event.